Manufacturer narrative:
Date is approximate year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient, who was implanted for bladder and had vision problems, and their family member that they changed the batteries on their programmer and saw that the programmer showed the patient was at 0 v in program 4 when the patient used to be at 4.7 v in program 4. While on the call the patient used the programmer and tried increasing the stimulation and it showed the upper limit was reached. It said 0.0 on the right and 0.4 on the left. The patient was going to follow up with their health care physician (hcp). It was noted this occurred a couple of weeks ago. There were no symptoms and there were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that the circumstances that led to the patient being at 0v in program 4 when they used to be at 4.7 v in program 4 as well as the circumstances that led to the upper limit reached screen was that there was a change to device programming. The patient reported that the steps taken to resolve them being at 0v in program 4 when they used to be at 4.7v in program 4 and the upper limit reached screen that they called their manufacturer representative (rep). There were no further complications reported/anticipated.